Event description:
The hcp reported the pt presented in 2006 with an infection versus ulceration secondary to an 8 pound weight loss and poor compliance with the abdominal binder. There was drainage, pocket erosion, and incisional wound opening of the device pocket. A culture of the device pocket was done and reported as positive for multiple staph organisms. Cultures of the cerebrospinal fluid and blood were negative for growth. The pt was treated with both IV and oral antibiotics and total device system explant. The pt outcome was reported as experienced no drug withdrawal.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.